Manufacturer narrative:
The device was not returned to (B)(4) for evaluation. Because the device was not returned to (B)(4) no investigation could be performed. Based on the complaint information provided it appears that the pump delivered outside the volumetric range that (B)(4) considers reportable. A DHR was completed and found no issues or non-conformances. This report will be updated if the device is returned to (B)(4).

Event description:
The initial reporter stated that the pump over infused. They stated that the infusion ended 45 minutes before it was programmed to. (B)(4) followed up with the initial reporter to try and obtain additional information, however, these attempts were unsuccessful. [(B)(4)]